Event description:
This device was explanted after 10 days of implantation, because of pocket infection. The device was not returned to the co for approx 2 yrs after the explant. Ela med, llc was not notified of this explant until february 23, 1999, by the physicians nurse. Procedure indicates that the medical device tracking personnel notify the q.a. Dept of all explants, other than eol or eri. This was not done. The employee is no longer with the co. The current device tracking personnel has been trained to report all such events and was informed of this occurrance as a reminder.